Event description:
This is a spontaneous report by a nurse from (B)(6) of cloudy effluent in a (B)(6) female patient coincident with dianeal unknown therapy. On an unreported date in 2006, the patient began treatment with dianeal unknown 1.36% and 2.27% (doses, frequency and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in 2011, the patient developed cloudy effluent. It was unknown if there was a break in aseptic technique. On (B)(6) 2011, the patient began remedial treatment with vancomycin 2 grams (on the first and seventh day) and gentamycin 80mg/30mg (10 days). On (B)(6) 2011, vancomycin therapy was discontinued. On an unreported date in 2011, the cloudy effluent resolved after the antibiotic course. Dianeal therapy was ongoing. The nurse did not provide an opinion of causality for the event of cloudy effluent.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.